Event description:
A non health care professional reported that after surgery, the patient experienced vision is blurry at a distance, struggling driving. Clinical reason aimed for plano, mr (refraction) came out at 02.50. So, they have planned explant. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in b.2., b.3., b.5.,b.6.,b.7.,d.6b.,d.10., and e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received it states that the patient experienced fluttering in right eye. Approximately 4 weeks after surgery patient¿s mr was -2.25 and he was unable to see at distance. The iol was explanted and exchanged with another lens in a secondary procedure. There was no impact to the patient and issues resolved.